Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phacoemulsification handpiece had no ultrasound. Additional information has been requested.

Manufacturer narrative:
Based upon information received following submission of the initial report, this report does not meet criteria for reporting as a device malfunction. No further follow up will be provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating poor ultrasound was experienced. The surgeon complete the case using low ultrasound power. There was no patient harm.